Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. Shortly after introducing the farawave catheter into the left atrium (la) via the faradrive sheath, the physician noticed a spline inversion. The physician did not deploy the farawave catheter before the marker was outside of la, but at some point, there were also difficulties advancing the non-boston scientific guidewire (retreating was working well). On fluoroscopy nothing could be observed that would stop the guidewire from advancing. The physician tried troubleshooting steps for spline inversion; 180 degree turns within la, all without success. The physician then decided to remove the farawave catheter and attempt deployment outside the patient. The physician did not observe anything weird with the guidewire or tip of the farawave catheter and could fix the issue. The farawave catheter worked outside the patient with the basket and flower position, but as soon as the physician tried the first opening in the la again, spline inversion was noted. Therefore, the physician replaced the farawave catheter, and the guidewire handling felt much better with the second catheter. The same guidewire was used in both cases. The issue was resolved, the procedure was completed, and no patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted that one of the splines was still inverted. A guidewire was inserted through the catheter without difficulty. No resistance was felt. The catheter was then deployed to basket, where the spline inversion was still visible. The inverted spline was then manually pushed back, and the device was deployed to flower without difficulty. The spline cage of the catheter was then examined under a microscope to look for any potential causes of the reported spline inversion. It was noted that the welding of some of the splines were slightly damaged by the melting process. The secondary allegation of spline inversion was confirmed through visual examination. However, based on the available information, the investigation findings were unable to establish a clear conclusion about the cause of the reported guidewire entrapment.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. Shortly after introducing the farawave catheter into the left atrium (la) via the faradrive sheath, the physician noticed a spline inversion. The physician did not deploy the farawave catheter before the marker was outside of la, but at some point, there were also difficulties advancing the non-boston scientific guidewire (retreating was working well). On fluoroscopy nothing could be observed that would stop the guidewire from advancing. The physician tried troubleshooting steps for spline inversion; 180 degree turns within la, all without success. The physician then decided to remove the farawave catheter and attempt deployment outside the patient. The physician did not observe anything weird with the guidewire or tip of the farawave catheter and could fix the issue. The farawave catheter worked outside the patient with the basket and flower position, but as soon as the physician tried the first opening in the la again, spline inversion was noted. Therefore, the physician replaced the farawave catheter, and the guidewire handling felt much better with the second catheter. The same guidewire was used in both cases. The issue was resolved, the procedure was completed, and no patient complications were reported. The device was returned for laboratory analysis.